Manufacturer narrative:
Device manufacturing date now provided. The battery charger pcba 1 was returned to the manufacturer for analysis. Able to duplicate reported problem. Pcba failed visual inspection. Leaking capacitors. Failed bench and functional test. All leds lit, except dut pcb d3d and ch d on test fixture which failed to illuminate. The output test dc voltages of ch d measured zero below spec. All other channel output dc voltages were within acceptable range of spec. The hardware investigation found that reported event was related to an electrical failure mode, defective pcba. The battery charger 2 is currently under analysis with conclusion not yet available.

Manufacturer narrative:
The analysis of battery charger 2 for the imaging system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To resolve the reported issue, the representative reported that the charger board and batteries were replaced on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries and charger boards have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the batteries for the imaging system were no longer charging. The representative reported that the charger boards for the imaging system were not functioning as designed. No additional information was provided. There was no patient present when this issue was identified.